Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 529 mg/dl. Troubleshooting was performed. It was found that the customer had changed his infusion set on the morning of the event. The programming on the insulin pump was correct. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.